Event description:
It was reported that the user experienced a brief dexcom g7 sensor issue in which no glucose values were displayed on the ilet, consistent with an intermittent communication failure and an interoperability problem between the cgm and the ilet, with the antenna identified as the implicated device component. Symptoms included hyperglycemia, with a reported peak glucose of 193 mg/dl for approximately 30 minutes, without associated clinical effects. Outcomes included no medical intervention, no back-up therapy, and no healthcare facility involvement. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed that the issue was traced to the cgm sensor rather than the ilet and that communication resumed, with glucose values appearing on the ilet before the call concluded. It was concluded, based on previously established findings for similar reports, that the cause was electrical and magnetic interference affecting the antenna, resulting in intermittent communication between the cgm and the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.